Event description:
The customer reported that the system displayed precharge voltage error and timeout error messages during film shots. The system required a reboot in order to regain functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe batteries were replaced. The system was then found to be operating as intended.